Manufacturer narrative:
(B)(4) the device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "randomly dies on battery power with no warning." Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom, "randomly dies on battery power with no warning," which was reproduced. The reported symptom was confirmed through a review of the event history log. When evaluation tested the pump with both the customer power cord and wireless battery module (wbm), the pump was found to show a charge complete. When the power cord was removed the unit would power off without user input. This condition was determined to have been caused by the wireless battery module which has a separate product identity. The pump met specification, but an investigation of the wbm (unit serial number (B)(4)) will take place.